Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: japan. It was reported that during an operation coating from a device came off. The coating fragments were collected and the procedure was completed by using another device.

Manufacturer narrative:
Investigation: no product is at hand. Due to a similar error pattern we refer to the statement of the manufacturer of complaint (B)(4): "after examining the sphere itself, we noted that the adhesive on the sphere core was not evenly distributed suggesting a problem with the application of the glue. As a result, the reflective film could separate if enough force is applied to the sphere. From the complaint description, the reflective film had come off the sphere in a tha procedure during the cupping portion. Given the vibrational force applied during this portion of a tha procedure, film that was not properly adhered to the sphere core could come off with an impact. Ndi reviewed the risk analysis as part of the review of this complaint. The estimated reported failure rate is between 1/100,00 to 1/,1,000,000 procedures. The reported failure rate is at or less than expected. The lot in question was manufactured in june-2016. Since the time the lot was manufactured, there have been no other complaints of this type. At this point no further corrective actions will be taken. Ndi will continue to monitor for this failure mode. Ndi has forwarded the complaint to the contract manufacturer." Batch history review: the device quality and manufacturing history records have been checked for the lot number and found to be according to the specification valid at the time of production. Conclusion and root cause: based on the information of investigation of complaint (B)(4) the root cause of the failure is most probably a manufacturing error. Rational: we assume the same failure as for complaint (B)(4) and refer to the statement of the manufacturer in the investigation.